Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the leg bag did not have extension tubing to connect to their catheter supply.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect assembly operation / components / accessories placement (incorrect assembly)". It was unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purpose. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leg bag did not have extension tubing to connect to their catheter supply.